Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a more further and detailed evaluation, however customer provided los device history. Based on the review of the logs reported issue could be conformed. As follow are the results: pump's log review shows on (B)(6) 2023 and 9:17am an infusion start of 25ml/hr and 100ml (dl: zosy3.37; piggyback). At 9:21am infusion was stopped with a volume infused to 1.69ml. At 9:23am infusion was started and at 10:08am infusion was stopped with a volume infused to 20.42ml and pump was powered-off at 10:10am.

Event description:
As reported by the user facility: customer investigating incident of infusions administering faster than ordered dose/rate. Zosyn 3.375gm ordered to be delivered over 4 hours at 25 ml/hr. Rn reports that infusion was complete after 30 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.